Event description:
Product issue has been reported on our record & verify system. It was reported that the customer was changing tables for allergies and it was noticed that suddenly all patient records were displaying the "do not resuscitate" message on the alert checkboxes. Our investigating team have concluded that the system worked according to design and the erroneous message would only appear if the default message ("do not resuscitate"), was intentionally deleted from the alert table by the user. No patient involvement or injury reported as a result of this incident. Upon initial review of this incident by our clinical experts, a reporting decision was performed which evaluated the repercussions if this incident was to recur. As a death or serious injury appeared unlikely, this tissue had been deemed not reportable. However, as a result of re-evaluation of this incident, a decision has been made to report this issue in the abundance of caution.